Event description:
Unexpected negative antibody screens for patient samples tested on the abs2000 were observed.

Manufacturer narrative:
A service call was made. A bent probe and pump tubing were replaced. Pressure was adjusted. The fluidics test was run successfully; qc was successful. Customer ran patient samples that were known positives for antibody screen and expected results were obtained.